Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they were getting poor communication on their patient programmer and weren¿t able to communicate with their recharger either. It was reported that the last time the patient felt stimulation was about a month ago, and their last successful recharging session was a little over a month prior to the date of this report. The patient stated that they would normally charge once or twice a month, so that was a normal timeframe for them. The patient reported that they hadn¿t charged in the last month because they hadn¿t been able to communicate with the insr. No falls or traumas were reported that could be related to this issue. The patient was to follow up with their healthcare provider (hcp). It was further reported on (B)(6) 2016 that the patient needed a manufacturer representative to check their implantable neurostimulator (ins), but the last manufacturer representative that they saw was 3 hours away. Additional information provided by the hcp on (B)(6) 2016 reported that the patient¿s ins was not working. The caller didn¿t have any other details about what was not working on the ins. The possibility of an overdischarge was reviewed. It was noted that the patient didn¿t have a managing physician and listings were sent. The hcp was to page a manufacturer representative in order to get the patient¿s device interrogated. Indication for use is post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.